Manufacturer narrative:
(B)(4).

Event description:
The subject was seen in office for wound check. Device interrogation showed elevation pacing threshold. The lead appeared to have fallen. The lead was surgically repositioned and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.